Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial#(B)(6) implanted: (B)(6) explanted: (B)(6) product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6), additional information was received from the manufacturer representative (rep). It was reported that at the pump e xplant, they found the pump segment has come apart and the medication was subcutaneous.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-jun-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (1000 mcg/ml at 48 mcg/day) via an implanted pump. The patient¿s concomitant medication was oral baclofen. It was reported that the patient wanted the pump explanted because he was no longer getting therapeutic results. On (B)(6) 2020 the patient was taken to surgery at which time it was determined that the catheter was severed. It was noted that the physician slightly pulled on the catheter in the pump site from flank and the catheter came out without being cut. It was assumed that it had been severed somehow at an unknown time. There were no environmental, external, or patient factors that may have led or contributed to the issue and no diagnostics and/or troubleshooting was performed. The catheter and pump were both completely explanted. The issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.